Event description:
During a clinic follow-up, a high defibrillation impedance was observed on the right ventricular (rv) lead. Rv lead damage was suspected, but was unable to be confirmed. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.